Event description:
In 2000, the midline was placed in cephalic vein, left arm. On 7/15/00, during infusion, it was discovered that the adapter was present with blue tip portion apart. The midline catheter was missing. Migration of catheter suspected. In 2000, pt referred to facility for surgical retrieval of midline catheter.